Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with software error bad pointer alarm, problem isolated to mother board. Unable to confirm motor error alarm and unable to perform any tests due to software error bad pointer alarm. The motor was tested outside of the device and passed.